Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device's uninterruptable power supply (ups) failed, when starting up there was a burning smell and smoke was perceived. Rse confirmed that the ups room was left without air conditioning, then the equipment started to heat up and smoke. Upon further inspection, biomedical engineer reviewed the log files and confirmed the "excessive ambient temperature" and aa failures in the ups area. The third-party engineer repaired the ups and changed the electronic boards (power module, 2 inverter cards, rectifier module and induction coil module) and updated software after that, the system was returned to use in good working order external power failures or outages may occur that can cause the azurion or allura system to cause issues in power supply (ups). This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an power supply due to the room temperature would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device's uninterruptible power supply failed, producing visible smoke and a burning smell. The device was outside of clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.